Event description:
It was reported that unspecified quantity of exactamix 2000 ml eva tpn bags leaked at the top of bags near IV pole hole. This was observed before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: device manufacture date ¿ the lot was manufactured between september 6th and september 7th, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that there was a tear/cut at the top of the bag near the IV pole hole. The reported condition was verified. The cause of the reported condition could not be determined; however, was most likely a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.